Manufacturer narrative:
Additional information was received that the patient was experiencing continued shocking sensation. The patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced.